Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller showed backup battery faults even after the batteries were replaced with two new batteries. A system controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log file. The log file contained approximately 7 days of relevant data (24nov2023 to 01dec2023 per timestamp). A backup battery fault alarm was observed at 15:51:02 on 30nov2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. The alarm briefly cleared and reactivated a few times between 13:05 and 13:09 on 01dec2023, which appears to be related to the provided information that the backup battery was replaced a few times. The backup battery fault alarm ultimately cleared when the battery passed a load test at 13:15:40 on (B)(6) 2023. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low speed limit while the driveline was connected. The driveline was disconnected at 13:26:39 on (B)(6) 2023, which is consistent with the controller¿s exchange. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. Throughout testing, the backup battery passed multiple load tests and the controller passed multiple self-tests. The reported event was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. It was noted that the controller was shipped with backup battery gx012252, which is the battery that returned to abbott. This battery passed initial inspection testing. The heartmate 3 instructions for use section 2 ¿how your heart pump works¿ provide instructions on how to properly replace the system controller backup battery. This section also instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.